Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the pump case, inspect and clean the pneumatic tap area, and remove an o-ring found on the pneumatic tap. After inspecting the cartridge and ensuring its o-ring was in place and undamaged, the customer successfully reloaded the original cartridge and was able to resume insulin therapy.